Event description:
Legal counsel for patient reported: patient underwent a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, pseudotumor in trochanter area and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2010. A review of medical records further noted heterotopic ossification, bone loss of the greater trochanteric region from osteolysis and tissue damage. The modular head, acetabular cup and liner were removed and replaced with competitor components. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct information that was previously reported in error. This device was not explanted during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 5 states, "periarticular calcification or ossification, with or without impediment of joint mobility." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-06417/06418, 06420 & 06422).